Manufacturer narrative:
The tech found the brake steer caster cannot be adjusted. Per the hill-rom service manual, the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, tread, etc. Replace if necessary. The tech replaced the brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The tech reported the brake steer caster is not holding while in the brake positon. No patient injury reported.